Event description:
It was reported by repair work order that the customer alleged that the head section does not lock. Upon inspection of the unit by the service technician, it was identified that the breakaway head section did not latch in the upright position as a result of the trigger lock missing and a bent cross bar.

Manufacturer narrative:
Result code: cross bar.